Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left- smooth round moderate profile 300cc saline breast implants, catalog number 3501645. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated after implantation. The issue was confirmed through surgery. As a result patient had he device removed and replaced with catalog number 3501645, serial number (B)(4) on (B)(6) 2018.